Manufacturer narrative:
Customer reported analyzer was "getting warm". Device was not returned and could not be evaluated. There were no allegations of patient or user harm. There were no allegations of inaccurate results.

Event description:
The customer reported the analyzer was "getting warm". No further information was available.